Event description:
It was reported that a cartridge did not fit onto the pump. Customer will load a new cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.